Event description:
It is noted that the cause of death was heart failure followed by myocardial infarction.

Event description:
Four days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab and had two stents placed. A cypher 2.75 x 23 mm stent was placed in the left anterior descending artery (lad) and a taxus express2 - 2.50 x 24 mm stent was successfully deployed in the right coronary artery (rca). Plavix was administered for loading and follow up. Four days later, the pt felt sudden chest pain and was brought to cath lab and was determined to have a severe thrombosis in the taxus stent. An emergency ptca and angiojet was performed. In addition, r-ck was injected to disintegrate the thrombosis. After repeated angioplasty in the taxus stent, the physician found imaging agent leaking outside the vessel. A driver stent and jomed stent were successfully implanted and the leaking was stopped. It is also noted that low pressure balloon dilation was used to hinder the leaking. After the leaking was stopped no stenosis was seen and timi blood flow iii was noted in the distal end of the stented rca vessel. However, the pt suddenly died 8 days later.